Event description:
When being implanted, the doctor said one of the coils failed to release so she took it out to put a new one in. Since my implantation, I have been having pain, bleed or spotting. Head and body aces, fevers. I had my hsg test done yesterday and found out I have two coils in one tube.